Event description:
It was reported that: "while using the loss of resistance syringe during the procedure the glass cracked and the syringe split into 2 plus multiple shards of glass. The patient and anesthetist were unharmed and the kit removed and replaced with a new one to minimize potential glass contamination. It happened during the check for negative resistance so the syringe hub was being pulled back and not pushing fluid into the patient so it was felt potential for glass to be pushed into the epidural space was unlikely. The patient was reported as stable with no injury or neurological symptoms at this time. Another kit was used to repeat the procedure."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "while using the loss of resistance syringe during the procedure the glass cracked , and the syringe split into 2 plus multiple shards of glass. The patient and anesthetist were unharmed , and the kit removed and replaced with a new one to minimize potential glass contamination. It happened during the check for negative resistance so the syringe hub was being pulled back and not pushing fluid into the patient , so it was felt potential for glass to be pushed into the epidural space was unlikely. The patient was reported as stable with no injury or neurological symptoms at this time. Another kit was used to repeat the procedure.".

Manufacturer narrative:
(B)(4). The customer reported the lor syringe broke during use. The customer returned one 5ml glass lor syringe. The returned sample was visually examined with and without magnification. Visual inspection of the returned lor syringe revealed the syringe tip is completely broken off from the barrel of the syringe and was not returned. No other defects or anomalies were observed. A device history record review was performed on the epidural kit and the lor syringe with no relevant findings. The reported complaint of the lor syringe got broke during use was confirmed based on the sample received. Visual examination of the returned lor syringe revealed the syringe tip was completely broken off from the barrel of the syringe and was not returned. A device history record review was performed on the epidural kit and the lor syringes with no relevant findings. It is unknown how the lor syringe was handled prior to and during use. The investigation found no evidence to suggest a manufacturing related cause. Therefore, the potential cause of this complaint could not be determined. No further action is required at this time.

Event description:
It was reported that: "while using the loss of resistance syringe during the procedure the glass cracked, and the syringe split into 2 plus multiple shards of glass. The patient and anesthetist were unharmed, and the kit removed and replaced with a new one to minimize potential glass contamination. It happened during the check for negative resistance so the syringe hub was being pulled back and not pushing fluid into the patient, so it was felt potential for glass to be pushed into the epidural space was unlikely. The patient was reported as stable with no injury or neurological symptoms at this time. Another kit was used to repeat the procedure.".

Manufacturer narrative:
(B)(4). Section h.2 the information about the follow up type corrected to "device evaluation".